Event description:
Citation: zhong-song shi, et al. Flow control techniques for onyx embolization of intracranial dural arteriovenous fistulae was first published in j neurointervent surg on 16 may 2012. The following report was received by medtronic (covidien) through review of literature: either onyx 34 and/or onyx 18 were used in cases described in this report. Onyx 18 was utilized when distal migration was felt to be less likely. Onyx compatible microcatheters such as the marathon or echelon 10 were navigated to a position as close to the fistula as obtained. 55 patients underwent a total of 84 embolization sessions (55 were adult patients and three were pediatric patients). There were 33 women and 25 men ranging from 12 weeks to 88 years of age. Near complete (90-99%) occlusion occurred in 18 patients and partial occlusion in five patients. During three of the embolization procedures, it was reported that the microcatheters involved in the event fractured in the external carotid artery (eca). The fractured segment was successfully retrieved in one patient. The other two patients experienced microcatheter retention during transvenous onyx variceal embolization without clinical consequences.

Manufacturer narrative:
There were no adverse events associated with the onyx. This report is for product problem only. (B)(4).

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22591733. This report was created to capture the events related to the onyx. The onyx will not returned for analysis as they were consumed in the events; therefore, the complaint could not be confirmed, and the event causes could not be determined. The lot history record review was not possible since the lot numbers were not reported. Information received from the same article as mfrs: 2029214-2015-00433, 2029214-2015-00435, 2029214-2015-00436, 2029214-2015-00438. (B)(4).